Event description:
It was reported that the bd solomed¿ syringe barrel cracked. The following information was provided by the initial reporter translated from portuguese to english: event 01 crack in the body of the product. *what part/component/part of the product is involved in the complaint? Product body *purpose of use: in which procedure was the material being or would it be used? Application of medication *drug/substance involved in the event b12 *quantity of material with variance 01 *is the sample with the deviation available for analysis? Yes *quantity of sample with deviation available for analysis. 1 *is the sample contaminated (body fluids or medicines/solutions)? Yes if a sample is available, is the collection address the same as the one given at the beginning? Yes same address can the customer send photo samples of the material for analysis? Yes customer requests replacement of material with deviation? Yes *in which situation was the variance identified? During the professional's handling to prepare the procedure or manipulate a medication/substance. *was there any damage to the health of the patient or the professional who handled the material? No *was there a need for medical intervention? No *was surgical intervention necessary? No *was there a need for impatient or prolonged hospitalization? No *was there any exposure to chemical/biological agents (regardless of the use of ppe)? No *was there an accidental puncture with the probe? No *did the event lead to death? No was anvisa notified? Inform number. No notification *was there a second material and/or incident notified? Yes event 02 1 quantity, product did not aspirate medication and entrained air, drug involved was b12, purpose for application of medication **is the sample that deviated available for analysis? No **quantity of sample with deviation available for analysis. 0 **is the sample contaminated (body fluids or medicines/solutions)? No * can the client send photo samples of the material for analysis? No *customer requests replacement of material with deviation? Yes **in which situation was the variance identified? During the professional's handling to prepare the procedure or manipulate any medication/substance. **was there any damage to the health of the patient or the professional who handled the material? No **was there a need for medical intervention? No **did you need surgery? No **was there a need for impatient or prolonged hospitalization? No **was there an accidental puncture with the probe? No **was there any exposure to chemical/biological agents (regardless of the use of ppe)? No **did the event lead to death? No *was anvisa notified? Inform number. Edit no image attached for the event 01. (B)(6) 2024.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Photos received for investigation. Through visual inspection, cracked barrel is observed. No other defects or issues observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with component misalignment and some parts becoming entangled. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.